Event description:
On (B)(6) 2015, the reporter contacted lifescan USA, alleging unknown issue. The respondent of the reporter stated that the patient was unable to access readings on their device. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.